Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral deflation post procedure. As a result, replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-06385 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On june 8, 2022 mentor became aware that it erroneously omitted information explaining that implant date submitted occurs after the expiration date of the device. Clarification has been requested. If additional information is received, then a supplemental report will be submitted.

Manufacturer narrative:
On august 16, 2022 mentor was unable to receive clarification regarding the implant date of the device after multiple attempts. The information available at this time indicates that the device was implanted expired. The file has been updated to reflect user error. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 22, 2022. The investigation of the returned device was completed by the failure analysis lab on july 25, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).